Event description:
Follow up information obtained identified the patient's scs ipg was replaced with a new one, and the reported issue addressed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg had reached its end of service. The representative met with the patient and attempted to communicate with the patient's scs ipg and confirmed the "replace generator" message. Surgical intervention would be necessary to replace the patient's ipg.